Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient has had four different surgeries and none of them have worked for them. Patient stated they were very disappointed. After their first implant was replaced, a new, more updated implant was put in and the patient reported that didn't work as well. The patient stated two years later they took it out. The patient clarified all three of their implants did not work. [Refer to (B)(4) for the patient's first implant and (B)(4) for the patient's third implant.]

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient clarified the statement of "the device did not work" by noting "symptom control I guess. I went on to another doctor and had a third implant - tried many programs - no success." When asked the likely cause of the issue the patient noted "I really do not know. The trial works 100%! So very disappointed." The steps taken/will be taken were noted to be "I now have the device turned off."